Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on 8015bd unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech. Is unable to get the 8015bd unit to connect to the asm software, he is use usb adapter keyspan, and the green light is blinking meaning its not connect, walk tech through step to check his ports one port he had him disable and the keyspan had select update drivers once complete close out power unit off back on in maintenance mode close software down reopen and that time unit connect to asm in ready mode unit now is connected to software. Tech. Thank me for my assist.